Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient was diagnosed with unstable angina and coronary angiography was performed. The target lesion was a de novo, ostial lesion located in the proximal right coronary artery (rca) with 99% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.50x20mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented for stress test which revealed inferior ischemia and possible inferior infarction. The patient felt tired, chest pain worsened by exertion, the patient also experienced intermittent leg claudication. Subsequently, the patient was planned for cardiac catheterization for further evaluation. Thirteen days later, the patient presented for the planned catheterization, was hospitalized, and coronary angiography was performed. On the same day, the 95% isr located in proximal rca was treated with balloon angioplasty and placement of a 4.00 x 15mm non-bsc drug-eluting stent. Following post-dilatation, residual stenosis was 0% and the event was considered resolved. The following day, patient was discharged with clopidogrel.